Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. Based on the reported information, the supera stent was being deployed too close to the introducer sheath. It is likely that the supera was not positioned properly prior to deployment. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. The investigation determined that the difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when deploying the supera stent the implant was deploying too close to the sheath. A percutaneous transluminal angioplasty balloon was used to remove the supera delivery system and stent with the sheath as a single unit. There was no reported adverse patient sequela. No additional information was provided.